Manufacturer narrative:
Device analysis confirmed the reported difficulties. Visual and microscopic examination of the device revealed that the hypotube had broken approximately 75.7cm distal from the catheters strain relief. A shaft polymer kink was measured approximately 4cm proximal to the port. The device appeared to have been kinked at the point of separation. The complaint description stated that "when taking product out of packaging the hoop snapped", however, during device analysis microscopic examination noted solidified blood inside the inflation lumen, therefore indicating the device had been prepped for use. A review of the manufacturing records for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. A root cause could not be determined.

Event description:
It was reported in preparation for a percutaneous coronary interventional procedure, catheter breakage occurred. While removing the 2.50x12mm taxus liberte drug-eluting stent delivery system from the protective hoop, the catheter broke. The procedure was completed with another of the same devices, and patient status was reported as 'ok'.